Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 418 mg/dl; it was stated that the customer had nausea, stomach aches, and fatigue. It was also stated that the customer had urinary infection. Troubleshooting was performed. The basals, time, daily totals, and bolus history were correct. Ran a fixed prime test and the device passed the test. It was stated that the cannula was bent once. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.